Manufacturer narrative:
The explanted graft specimen was returned and is currently in histology evaluation.

Event description:
The following was reported to gore: during a tevar procedure on (B)(6) 2018, a gore® propaten® vascular graft (ht084050j) was implanted from the patient's right subclavian to left subclavian artery. During patient follow-up (date unknown), graft seroma was observed. On (B)(6) 2018, the graft was explanted and a new graft (unknown manufacturer) was implanted. The patient tolerated the procedure.

Manufacturer narrative:
Code 213: explant evaluation task was performed and the following is summary of findings: the devices were returned to w. L. Gore & associates for investigation. Submitted in formalin was one gore® propaten® vascular graft fragment (vgf-1). The device fragment had been transected at both poles prior to arrival at w.l. Gore and associates. The ablumen was generally devoid of tissue with a few foci of loosely adherent tissue. The lumen of the device was widely patent and had scant amounts of loosely adherent friable tan brown tissue. Histopathological examination of one abluminal tissue specimen (histo a) and one cross-sectional specimen (histo b) from vgf-1 was performed. The vascular graft lumen was widely patent. All luminal sections were comprised of minimal unorganized fibrin thrombus. All abluminal sections were predominantly comprised of unorganized fibrin with small areas undergoing fibroblast infiltration with collagen deposition (i.e. Organization). Minute areas of organization are most likely forming the fibrous capsule of the previously noted seroma. No infectious agents or active seroma formation were observed. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. No material disruptions were identified.